Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted meeting position, anchor, size and seal (pass) criteria. During a follow-up transesophageal echocardiogram (tee), the closure device was noted to not be in an optimal position and per review, shifted from its original released position. A larger shoulder and a leak were noted. The patient will be re imaged in three (3) months and will remain on blood thinners.